Event description:
Tested the bander prior to use, he inserted the bander in the patient and attempted to deploy the band on the first varice. The bander failed to deploy. On the second and third attempt the bander put two bands on each of the two varices being banded instead of the usual one.